Event description:
During use of an emerald guidewire it was reported that the inner wire got loose from the (B)(4) cover. This problem happened when the device was implanted into the patient. The patient presented complication (according to the sales rep, the complication was not related to the device) and the patient went to surgical center. This wire was removed and another one was implanted.

Manufacturer narrative:
During use of an emerald guidewire it was reported that the inner wire got loose from the ptfe cover. This problem happened when the device was implanted into the patient. This wire was removed and another one was implanted. There was no reported patient injury resulting from this event. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Please note that the event date of (B)(6) 2013, is being used in to represent the event date as the actual event date is unknown. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Additional information received/product lot number updated/corrected. Complaint conclusion: the cc has been updated to reflect change in the lot number. This does not affect the outcome. During use of an emerald guidewire it was reported that the inner wire got loose from the ptfe cover. This problem happened when the device was implanted into the patient. This wire was removed and another one was implanted. There was no reported patient injury resulting from this event. Multiple attempts have been made to gather additional information. However, no additional information regarding patient, lesion or procedural characteristics regarding this event has been provided. (B)(4). With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.